Event description:
Information was subsequently received that the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the implant of this right ventricular (rv) lead the pacing impedance measurement was 1900 ohms. At the 18 month follow-up appointment, the pacing impedance measurements was greater than 2000 ohms; however, all other measurements were appropriate. The next follow-up yielded the sames results. During the recent follow-up appointment, pacing impedance measurements remained greater than 2000 ohms and the threshold measurement had increased to 2.5v. No adverse patient effects were reported.